Manufacturer narrative:
Concomitant products. Additional follow up revealed that a 2008t hemodialysis (hd) machine generated a blood leak. The leak was noted to be an internal dialyzer leak and was visually observed. The location of the leak was reported to be by the header cap. There was no observed damage to the dialyzer during the setup, prior to the treatment or post treatment. The patient completed the treatment on the same machine with new supplies. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 150ml. The dialyzer was not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had two approved temporary deviation notice (dn) which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot number passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The hemodialysis (hd) machine generated a blood leak alarm 16 minutes after the hd therapy was initiated. The leak was noted at the head of the dialyzer. The dialysate was tested for the presence of blood. The test results were positive for blood. The machine alarmed as appropriate. The patient¿s estimated blood loss (ebl) is unknown. Additional information regarding the patient was solicited but unavailable.